Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient eyesight was poor after surgery, despite the surgery was completed without any issue. The iol was explanted and exchanged with an unspecified lens in the secondary implant procedure. Additional information has been requested.